Manufacturer narrative:
Method: the actual device was returned and gross visual examination and examination under magnification was performed. A review of manufacturing records and quality control records was also performed. Results: code for "none" selected as no more appropriate code was located. A tear in the circumference of the device was observed. Conclusion: breakage or damage to medical devices on implantation is a known risk of the procedure. Product labeling warns that a prosthesis that appears damaged should not be implanted.

Event description:
Complainant reported that they received a gluteal implant that contained bubbles. They proceeded to insert the implant into a keller funnel, and it ripped. The problem occurred before there was any patient contact, and they had a backup available so there was no impact to the patient.